Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed. No pt death or serious injury was reported related to this event.